Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic ID - 476 a patient isolate (proteus mirabilis) was misidentified as escherichia coli. The user verified the final result using bacterial culture noting swarming on the agar. The user performed repeat testing receiving the same escherichia coli result. No health impact or consequence reported.